Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat troponin-I in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 40797un23 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 40797un23 was identified.

Event description:
The customer reported a falsely elevated architect stat troponin-I result for one patient sample. The sample generated an initial result of 0.47 ng/ml. (Diagnostic cutoff is 0.30 ng/ml). The provider questioned this result, and the customer then reran the sample and generated a result of < 0.03 ng/ml. The customer had the new sample collected from the patient and tested. The new sample generated a result of < 0.03 ng/ml. The customer stated qc was in range at time of testing. There was no impact to patient management reported.

Event description:
The customer reported a falsely elevated architect stat troponin-I result for one patient sample. The sample generated an initial result of 0.47 ng/ml. (Diagnostic cutoff is 0.30 ng/ml). The provider questioned this result, and the customer then reran the sample and generated a result of < 0.03 ng/ml. The customer had the new sample collected from the patient and tested. The new sample generated a result of < 0.03 ng/ml. The customer stated qc was in range at time of testing. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.